Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Summary of investigational findings: the user states that two of the legs were intertwined, and that the user then was in the process of pulling the filter back into the sheath when the mechanism that holds onto the filter "broke". The filter was retrieved with a retrieval kit, and a new filter set of the same type was used to complete the procedure. No adverse effect on the patient was reported due to this occurrence. The complaint device was not returned for the complaint investigation. However, there are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. IFU warns in the instructions for use section not to rotate the filter inside the introducer system or inside the vena cava as this may compromise filter performance, which could possibly have been the case in this reported event, however, this is not clear in the event description. Furthermore, IFU states that the introducer sheath must be advanced over the filter, in case of the filter not being in the desired position. However, it is stated in the event description that the filter was pulled back into the sheath, which is not in accordance to IFU, and could therefore possibly have led the reported event where the mechanism that holds onto the filter "broke". Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) PMA/510(k) k172557. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "attempting to deploy the filter and it miss-deployed. The patient is doing fine and they were able to complete the procedure." They opened up a retrieval kit to retrieve the initial filter. A second g52916-igtcfs-65-1-jug-tulip was opened and used to complete the procedure. Physician placed a gunther tulip filter jugular approach. Two of the legs were intertwined upon each other. In the process of pulling the filter back into the sheath, the mechanism that holds onto the filter "broke"? Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.